Event description:
This lead was attempted for implant on (B)(6) 2013 and was explanted on the same day due to helix not extending. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).